Manufacturer narrative:
Sorin group (B)(4) mfrs the primo2x oxygenator. The incident occurred in (B)(6). This medwatch report is being filed on their behalf. Sorin group received a report that, at the start of the procedure, the venous saturations were low and the blood was very dark. After 5 minutes of recirculation, the blood started turning red and the venous saturations went up. The primo2x oxygenator was used to complete the case. There was no report of pt injury. Visual inspection of the returned primo2x found no defects. After inspection, the unit was tested for gas flow resistance, priming volume and compliance, blood side pressure drop and oxygen and carbon dioxide transfer. A control oxygenator was tested for comparison. Laboratory testing showed that the returned primo2x was comparable to that of the control unit. Results indicate that the returned primo2x oxygenator was manufactured and operating properly and capable of meeting a pt's metabolic demand. The reported problem could not be re-created. However, during the investigation, it was reported that the gas line either had fallen off or was not appropriately placed on the oxygenator. This would have resulted in the dark blood as seen by the clinician. No further action is deemed necessary.

Event description:
Sorin group received a report that, at the start of the procedure, the venous saturations were low and the blood was very dark. After 5 minutes of recirculation, the blood started turning red and the venous saturations went up. The oxygenator was used to complete the case. There was no report of pt injury.